Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the y connector did not make the proper seal when it was attempted to connect it to another device. There was leaking and air bubbles were noted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, an unused sterile device was returned from the same lot. Evaluation of the returned sterile device found that the reported loose connection and leak were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not reveal a lot specific product issue. Functional testing was performed on the returned sterile device and no manufacturing or abnormal observations were detected. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.